Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 21 mg/dl, and she treated with food. The customer passed out several times from being low. She had been experiencing low blood glucose levels for 3 days. The time, date, and blood glucose levels of the hospitalization could not be recalled. No significant events leading to the admission were observed. Upon troubleshooting, it was found that the insulin pump had indicated low reservoirs every 4 days, although it was recommended that she change the sets every 2 to 3 days. Advised this could be the reason that she was experiencing lows from no insulin being in the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.